Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer¿s blood glucose level was unknown. Customer also reported that red led kept blinking but there was no alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received error 37 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the device and received pump error 37 at rewind. Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with self test. No button error alarm or led anomaly noted upon testing.